Manufacturer narrative:
Additional lot number reported in DHR, 8114902, with manufacturing date of: 16th april 2012. Device history records was conducted and the report indicates that: there were no ncrs generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The following instruments have a possibility which were used for removal operation. Because the instruments were prepared as ¿one instrument set¿, and were assembled to use: part: 03.505.003 / lot: 8114902 and part 03.505.003 / lot: 8141212. It is unknown which instrument/lot combination was involved in the reported event. Device manufacturing date for lot 8141212 is jul 17, 2014. Additional device product code is dzj. Device history record reviews were performed for both possible subject lots. The results are as follows: lot: 8114902. Manufacturing date: apr 16, 2012. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot: 8141212. Manufacturing date: jul 17, 2014. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: screw removal from the lower jaw took about one hour. On the right side, four of the six screws were successfully extracted; however the remaining two needed ultra-sonic bone-crasher to shave at around the screws since the screw heads got worn out. In the end, the two screws were extracted by using the elevator inserted between the plate and the bone. As for the left side, all the screws came off. There was a forty minute surgical delay reported. The doctor commented that considering the mechanical force, which is needed to extract the screw from the cortical bone, the retention of the current screw driver is not adequate (too weak). It was also reported that an unknown quantity of screwdriver shafts¿ interlocking function had been too weak to hold the screws. This report is for an unknown quantity of unknown screwdriver shafts. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
This report is for an unknown quantity of unknown screwdriver shafts/unknown lots. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.